Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in colombia it was reported that the patient faced an event of high blood glucose level and ketoacidosis on 05-aug-2024. Blood glucose level was 600 mg/dl at the time of the event. Therefore, patient was admitted to the hospital. Patient was treated with IV insulin drip. The duration of the hospitalization was overnight. No further information was available.